Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed displacement test. Power connector plug in and locked in place properly, however device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display was blank. The customer's blood glucose level was 85 mg/dl at the time of the incident. The customer received a replace battery message. The insulin pump kept showing nothing on the screen after that. The customer stated that they already tried almost 15 different batteries just to get it to turn on. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The insert battery alarmed on the insulin pump screen. The customer stated that the contacts on the battery cap were neither missing nor damaged. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.